Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. Since the device was not returned, physical investigation of the autopulse platform could not be performed and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the routine inspection, the autopulse platform (B)(4) displayed a system error, out of service, revert to manual CPR message. No patient involvement.

Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the functional testing. The fault was found to be due to the defective processor board. Visual inspection was performed and no physical damages were observed. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the platform was powered on, thus confirming the reported complaint. The platform archive data could not be downloaded due to the reported system error, therefore, the archive data could not be reviewed to identify the type of system error. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr 31284, reported on may 09, 2017, the processor board was replaced.